Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
When the iab was returned to datascope for evaluation, it was reported that the patient was in critical condition (multiple IV drips, dialysis, coagulpathies) contrary to what was initially reported (patient death on 10/3/96). Event complications: unk - reported 10/9/96 and 10/31/96. Patient current status: critical - rpt'd 10/31/96.